Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. Upon rebooting, the situation remained the same. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system would not boot up. The philips remote service engineer (rse) checked the system remotely and the customer stated that the system was on but stuck at 00:00. As part of troubleshooting, the fse reviewed system log files and cat tool diagnostics and found the error message ¿issue with geoipc os/as software¿. Further investigation revealed that ac to dc converter that supplies power to the touch screen (ts) had no output voltage. To resolve the issue, the fse replaced the fast ethernet switch 16-port. The defective part was returned to philips for further analysis; however, the supplier¿s evaluation could not determine the cause of the parts failure, and the power supply was failed. After replacement and testing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.